Manufacturer narrative:
Catheter model# 8598a lot# n235042010 implanted: 2011-(B)(6) explanted: na; catheter model# 8731sc lot# n253043008 implanted: 2011-(B)(6) explanted: na; catheter model# 8709 lot# n175973035 implanted: 2009-(B)(6) explanted: na; sutureless connector model# 8578 lot# n285025013 implanted: 2011-(B)(6) explanted: na.

Event description:
The patient needed their pump stopped to receive care for an unrelated pump system infection (pneumonia). The physician thought the patient would not experience withdrawal issues if the pump was turned down/off since the patient's dose was low and did not suffer from spasticity. The pump was again in use and being filled with unknown baclofen. The dose and concentration was unknown. The patient was receiving effective therapy.

Event description:
It was reported that the patient experienced an overdose with the following symptoms: sedation and confusion. Caller states she had re-intiated baclofen therapy for this patient who was receiving baclofen for pain. The patient presented to the emergency room and they just stopped the pump. The health care provider was considering options for management of the patient. A follow-up report will be sent if additional information becomes available.